Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2017. Considering all the collected information, it is reasonable to trace the root cause of the reported issue to patient pump 2 stuck or no longer moving freely and a faulty distribution board. Indeed, it cannot be excluded that because of rusted/corroded/damaged motor bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, the pump was no longer rotating freely and required a power overload to work, which could have led to an over-current that ultimately caused damages to the distribution board.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during maintenance. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), oregon. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue on patient pump 2. Therefore, in order to fix it, patient pump 2 was replaced. Then, during repair activity, another error message related to patient pump 1 was displayed on the unit. This last error was due to distribution board, that has been ordered and will be replaced by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.